Event description:
A malfunction was reported on a pump, with no significant events occurring beforehand. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, and there was no adverse impact reported. Technical support provided information on how to reset the pump and assisted the caller in doing so. The malfunction code did not recur after resetting, and the customer was advised to continue using the pump and contact support if the issue reoccurred.